Event description:
Report was received regarding potential legal action involving a stent thrombosis. Review of the available info does not reveal sufficient info to relate the procedural, pt or target lesion details. An unknown cypher stent was placed in the 1st diagonal branch of the lad (left anterior descending) coronary artery of a male patient. This cypher was implanted overlapping a previously implanted stent. The pt was prescribed plavix for three months. Approximately 16 months post procedure, the pt suffered a stent thrombosis of the cypher stent. The stent is unavailable for analysis and no sterile lot number was provided.

Manufacturer narrative:
No sterile lot number was provided thus, no DHR could not performed. Stent thrombosis is a known potential adverse event associated with coronary artery stent implantation and is listed in the product IFU (instructions for use) as such. Review of the severely limited info does not suggest what factors may have contributed to the presumed stent thrombosis.